Event description:
It was additionally reported that the patient was lightheaded. The patient was treated with the ICD shock and medications which resolved the arrythmia. The arrythmia was unsustained and resulted in pre-syncope. The patient had a history of ventricular tachycardia (vt) prior to pump implantation. The arrythmia was not considered to be device or therapy related. It was noted that the ICD was implanted prior to pump implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4: patient weight is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received an implantable cardioverter defibrillator (ICD) shock for ventricular fibrillation on (B)(6) 2024.

Manufacturer narrative:
Section b2: corrected. Section d1: brand name corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed that there were no notable events captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was admitted and received medical management.